Manufacturer narrative:
H3 device evaluation - the handle and a straight section of the bone probe were returned for evaluation. Approximately 1.40" from the distal tip is missing. The break is quite clean at the cross section, no elongation. This would suggest a fatigue failure. Laser markings are fairly illegible, even under 10x magnification. As the awl has been in the field for over 8 years, the failure can be attributed to normal wear and tear. For this reason, no corrective action is recommended at this time.

Event description:
During a procedure performed in the dominican republic, utilizing the s-lok posterior lumbar pedicle screw system, the bone probe (psspcl) broke at the transition. Another instrument that was readily available was used to complete the procedure with no injury to patient and a slight delay of approximately ten minutes to the procedure.

Manufacturer narrative:
Occupation - other: distributor. Review of device history record found twenty-five (25) pieces of lot 529641 were released for distribution on (B)(6) 2011 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature. Information provided indicates that the product is available for evaluation but has yet to be received by the manufacturer. Should the product be received a follow-up medwatch report will be submitted following completion of evaluation.

Event description:
During a procedure performed in the (B)(6), utilizing the s-lok posterior lumbar pedicle screw system, the bone probe (psspcl) broke at the transition. Another instrument that was readily available was used to complete the procedure with no injury to patient and a slight delay of approximately ten minutes to the procedure.